Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, revision surgery was performed on a trochanteric fixation nail-advanced (tfna) system due to a subtrochanteric nonunion. The procedure outcome was unknown. The patient was doing well and there was nothing wrong with the original tfna nail, blade or screw. Patient was revised to 12mm tfna nail. Concomitant devices reported: tfna helical blade (part # unknown, lot # unknown, quantity 1), locking screws (part # unknown, lot # unknown, quantity unknown), tfna end caps (part # unknown, lot # unknown, quantity unknown). This report is for one (1) unknown tfna nail. This is report 1 of 4 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: with the available photo and without having any x-rays (which would show the non-union), we cannot "confirm or unconfirmed" the complained issue. Therefore it will rated as not applicable (n/a). Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H3, h4, h6: a device history record (DHR) review was conducted: part # 04.037.154s, synthes lot # h570723, supplier lot # na, release to warehouse date: 26 feb 2018 , expiration date: 31 jan 2028, manufactured by synthes monument . No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.